Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 43 fractured. Construction was an implant retained dental bridge. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded no abnormalities and excludes manufactured product from root cause.

Event description:
Implant fracture.